Event description:
While troubleshooting low results on qc controls, the customer noticed a leak of fluid from the act diff instrument. The volume was reported as one to two ml and the leak was not contained. No erroneous results were generated in association with this event. In addition, there was no biohazard exposure to open wounds or mucous membranes as the customer was wearing face protection and a lab coat at the time of the event.

Manufacturer narrative:
The field service engineer found lv14 was obstructed with cellular material and not allowing the wbc bath to drain properly. The fse cleaned the entire bath module and bleached the vacuum isolator chamber. The fse replaced the silicon tubing at lv14 to resolve the leak. Upon recur, the failure mode for the leak is likely to generate erroneous wbc results due to improper bath drain as a result of a dilution error in the wbc bath. (B)(4).